Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause of the peritonitis was unknown. On an unreported date, the patient was hospitalized for four days for the reported event and was treated with an unspecified antibiotic (dose, route and frequencies were not reported). At the time of this report, the patient has recovered from the event. And treatment was stopped. Pd therapy was ongoing. No additional information is available.